Event description:
The drainage catheter was inserted and sutured to the pt. The pt subsequently developed a small pneumothorax, which was resolved. The catheter appeared to be leaking and was removed. An ultrasound was performed and showed no other pt complications.